Event description:
Leak and volume loss noted during mechanical ventilation. Trach was replaced with same size trach tube 8cn85h with no complications. Vitals were all within normal range. Patient remained in stable condition throughout and after procedure.